Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurements measuring greater than 125 ohms. Technical services discussed possible causes and assisted the health care professional (hcp) with re-programming the out-of-range limit. At this time, the lead remains in service. No adverse patient effects were reported.